Manufacturer narrative:
The lens was received and inspected at the manufacturing site. Results showed several cuts going from the edge of the lens optic towards the center of the optic, a distorted haptic and several scratches on the optic surface. Additionally the optic had several scratches on the surface. There is no evidence to suggest this damage was caused during the manufacturing process. Batch records were reviewed and showed no deviations.

Event description:
It was reported by the pt that he received a pump on (B)(6) 2010 after 9am wrist reconstruction surgery. The pump was clamped until the pt needed it that evening. When he did unclamp to use, he became very numb, and when he tried to reclamp the pump, the clamp would not work. He contacted the clinical hotline and was instructed to tape the clamp closed and contact his doctor. The pt required more medication this morning, so opened the clamp again. He became very numb from the chest to back, and his arm and fingers were numb and white. He contacted his doctor who instructed him to remove the pump.

Manufacturer narrative:
The lens was not received for evaluation. While we were unable to determine the origin of the damage our investigation reasonably suggests it is not manufacturing related. Product history records could not be reviewed as the serial number of the iol is unknown.

Event description:
It was reported the intraocular lens optic was damaged during insertion into the patient's eye. The incision was enlarged from 3.00 mm to 5.00 mm to remove the damaged iol resulting in astigmatism.